Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-03-22. H6: investigation summary one photo and one sample in open packaging was received by our quality team for evaluation. From the photo, catheter damage near to the catheter tip was observed. From the sample, a "curvy" pattern on the catheter near the catheter tip was observed. A device history record review found no non-conformances associated with this issue during production of this batch. The manufacturing process was reviewed and there are no stations that could cause damage in a curvy¿ pattern on the catheter. The nonconformance could likely occur out of the manufacturing facility which is originated from the tubing material. The tubing material supplier had been informed of this complaint.

Event description:
It was reported that angiocath plus 22ga x 1in was damaged on 3 occasions. The following information was provided by the initial reporter: the tip of the catheter tube was damaged and could not be inserted into the patient.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that angiocath plus 22ga x 1in was damaged on 3 occasions. The following information was provided by the initial reporter: the tip of the catheter tube was damaged and could not be inserted into the patient.